Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective guidewire causing difficult safety mechanism engagement is inconclusive because the exact clinical conditions of the failure could not be replicated, and the failure could not be replicated. One 20 ga accucath ace was returned for evaluation. Inspection of the returned accucath ace showed abundant blood residues along the device. The guidewire was not observed to have any significant damage other than a slight curve at the proximal end of the guidewire. Functional testing of the second returned sample revealed the guidewire could slide through the needle shaft without observed resistance, and the safety mechanism engaged as intended. The failure of a snagging guidewire was not observed during functional testing for sample 2; however, the exact clinical conditions for this failure to occur could not be replicated. Therefore, the complaint of a snagging guidewire for the second returned sample is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported snagged guidewire. The guidewire is able to thread through the needle and catches when attempting to remove it. On the 18g mainly, unable to retract the needle after guidewire is advanced while advancing the catheter. No patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.